Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer completed the bolus and the remaining amount of insulin was delivered. There was no reported impact to the customer's blood glucose level. As the customer was not receiving the alarm when tandem technical support was contacted. Troubleshooting to determine a possible cause of the occlusion was unable to be determined.